Manufacturer narrative:
This report was inadvertently submitted. Further follow-up revealed the device was operational prior to explant.

Event description:
Follow-up revealed the device was functional prior to explant. The reason for explant was attributed to the age of the device and the desire to take advantage of new technology.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. Consequently, the patient underwent surgical intervention wherein the device was explanted and replaced.